Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735825r, no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system used outside of a procedure. It was reported that the breakout box (bob) was plugged into the system, and it faulted. Troubleshooting steps were performed. It was noted that the emitter was not plugged in yet. It was confirmed that the emitter interface on the system was functioning by plugging in a known working breakout box and it functioned. Additionally, it was confirmed that the proper procedure was selected and non-negligence. No patient involvement was reported.

Manufacturer narrative:
H3: a medtronic representative went to the site to test the equipment. Testing revealed that unspecified hardware components were replaced. The navigation system then passed the system checkout and was found to be fully functional. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: the emitter interface (product ID: em intfce 9735825r s8 em instr intfce, serial/lot: (B)(6)) was returned to the manufacturer for analysis. Analysis found that the connection cabling/hardware was damaged. This issue was documented in a medtronic navigation hardware anomaly tracking database. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.